Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Caller tested 5.9 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. Patient's jantoven dose was changed based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.